Event description:
The customer reported one (1) vial-mate reconstitution device product code 2b8071, lot number unknown, in which "the device cored the vial when spiked". There was no patient/user involvement, injury or adverse event reported.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. This issue is being investigated through CAPA.